Event description:
Healthcare professional reported right side ''pain and feeling leakage in breast. When opened it was obvious that the implant was leaking." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken opening striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device.

Event description:
Healthcare professional reported right side ''pain and feeling leakage in breast. When opened it was obvious that the implant was leaking." Device has been explanted.